Manufacturer narrative:
Corrected additional information.

Event description:
On (B)(6) 2018, an additional cook tx was implanted to treat what was determined to be a proximal type I endoleak. The patient tolerated the procedure.

Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm and was implanted with two conformable gore tag® thoracic endoprostheses. The patient tolerated the procedure with no reported endoleak. On unknown date, a suspected type ii endoleak in the descending aorta and a new aortic arch aneurysm were observed. The physician decided to take a wait-and-see approach for the type ii endoleak and the arch aneurysm. On unknown date, follow up examination observed the suspected type ii endoleak persisted and the arch aneurysm had enlarged. On (B)(6) 2018, the patient underwent reintervention. The branch vessels of the arch aorta were bypassed and a relay¿ stent graft was implanted in the aortic arch to extend coverage of the previously implanted ctag. It was reported the suspected type ii endoleak was resolved at this time. It was reported that the physician believes the endoleak may have been a type iii endoleak due to a fabric tear or perforation. The patient tolerated the procedure.